Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection cannot be confirmed. However, the patient had a severe tortuous anatomy, it is possible that the wire, or delivery system scratched the aorta while advancing the delivery system causing the aortic dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Patient with very tortuous anatomy. The esheath was advanced over the stiff wire in the right femoral artery without difficulty. The delivery system was advanced and the 29mm sapien 3 valve was aligned with no issues reported. Post deployment, the 29mm sapien 3 valve landed in an 80:20 aortic/ventricular position with trace paravalvular leak (pvl). When bringing the pigtail (placed via the left femoral artery) out of the ascending aorta and down into the distal aorta to prepare to close the groin, a large gradient (80mm) was noted between the pigtail in the ascending aorta and the pigtail in the distal aorta. An aortic angiogram was taken and no flow was seen above level of aorto-iliac bifurcation. Vascular surgery was called. The team noted that the pigtail was in a false lumen. Vascular surgery came into the room and gave suggestions of different things the cardiologist could try to get into the true lumen and balloon it open. The cardiologist attempted to come up into this area from femoral access and to come down from a wire in the radial artery as well. After multiple attempts to fix the dissection, the aorta ultimately ruptured and they were unable to regain a pulse or blood pressure.